Event description:
Procedure: ladg - lap assisted distal gastrectomy.according to the reporter: the trocar head(profile) broke. No parts fell into the abdominal cavity. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).